Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a guidewire crossed the lesion, pre-dilation was performed and a stent was then placed. A 6.0 x 40, 135cm mustang¿ balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6mm×4cm non-bsc balloon catheter. No patient complications were reported.